Event description:
After 1 month of implantation, this lead was explanted because of intermittent loss of ventricular capture. This was a whole system explantation, and the pacemaker involved with this case was also reported on an MDR.